Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation/swelling, pain and discomfort under the entire sensor patch area. Due to these symptoms, the patient removed the wearable, expecting the discomfort and redness to resolve. However, the symptoms persisted, prompting the patient to seek medical attention. The physician diagnosed the patient with an abscess and prescribed topical mupirocin ointment to be applied three times daily, along with bactrim double strength (oral antibiotic) one tablet taken twice daily for 10 days. At the time of the report, the patient stated that their condition was stable and that they were following the prescribed treatment regimen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).